Manufacturer narrative:
Lot numbers of bioglue shipped to the hospital in the six months prior to the date of implant were provided. Manufacturing records were reviewed and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. All lots passed functional testing and met release specifications. A review of the available information was performed. According to the report, a (B)(6)year-old patient underwent a bentall procedure (indication unknown) in which several products were used, including bioglue and coseal (other products unknown). Bioglue and coseal were used at the same time (it is unknown the amount or placement of bioglue or coseal) and 5 min later the patient went into anaphylactic shock. The report then states ¿it was the cascade: ECMO, vac. The patient is in a coma, tetraplegic in the intensive care unit for more than 3 weeks now.¿ based on the information available at the time of this report, it is unknown if the patient had a known or unknown bovine allergy or if the patient had been exposed to bioglue previously. As several products were used, including coseal at the same time as bioglue, it is unknown which product caused the anaphylactic shock. No journal articles were identified which discussed allergic reactions or anaphylactic shock and bioglue. The following is provided in the applicable bioglue instructions for use: "bioglue is not for patients with known sensitivity to materials of bovine origin." Additionally, the following warning is provided within the IFU: "exercise caution with repeat exposure of bioglue in the same patient; hypersensitivity reactions are possible upon exposure to bioglue; sensitization has been observed in animals." Additional information is required to assess the event further. Insufficient information is available to determine the root cause of the anaphylactic shock. However, at this time we are unable to rule out a potential reaction to bioglue. A review of the IFU showed adequate precautions and warnings are provided about the potential for allergic reaction. No further action required.

Event description:
According to initial reports, the cryolife representative "was speaking to the pharmacist in the hospital who asked if we had any information about bioglue and allergies and mention a patient who recently had an anaphylactic shock. As several products were used, they do not know which one is at the origin of the problem. They will do a materiovigilance." Additional information indicated: type of surgery: bentall. Patient : (B)(6) years old anaphylactic shock 5 minutes after the bioglue was used, coseal was also used at the same time then it was the cascade : ECMO, vac the patient is in a coma, tetraplegic in the intensive care unit for more than 3 weeks now.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
According to initial reports, the cryolife representative "was speaking to the pharmacist in the hospital who asked if we had any information about bioglue and allergies and mention a patient who recently had an anaphylactic shock. As several products were used, they do not know which one is at the origin of the problem. They will do a materiovigilance." Additional information indicated: type of surgery: bentall. Patient: (B)(6) anaphylactic shock 5 minutes after the bioglue was used, coseal was also used at the same time then it was the cascade : ECMO, vac the patient is in a coma, tetraplegic in the intensive care unit for more than 3 weeks now.